Event description:
The customer reported discrepant troponin I (access accutni+3) results, for one patient, involving the access accutni+3 assay used in conjunction with the unicel dxi 600 access immunoassay system. The initial result was released out of the laboratory. The customer was not aware of any impact to patient care. There has been no report of patient consequence associated with this event. The patient's sample was retested on an alternate access 2 system and produced a higher troponin I result. The customer indicated the sample was refrigerated overnight, re-centrifuged, and tested in an insert cup. The sample in question was collected in lithium heparin plasma tube and centrifuged for four minutes. No sample integrity issues were noted. The customer indicated quality control (qc) and calibration were within the laboratory's acceptable range prior to and after the event. No system issues were reported. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni+3 device was returned for evaluation. In conclusion, a definitive cause of the incident could not be determined with the available information.